Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and it was noted that the luer hub fell apart. It was reported that when attempting to exchange the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium at the end of the procedure, the luer hub fell apart. The inner dilator could not be reinserted, so the physician used the wire to exchange the sheath. There was no indication that the hemostasis valve broke into pieces but rather was detached inside the hub. No blood return was observed, and no air entered the patient's body. No surgical intervention was required. There was no report of patient consequence. The device was visually inspected, and valve was found dislodged into hub. The valve could have been detached due to an external force while inserting the device through the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001164 number, and no internal actions related to the complaint was found during the review. The customer complaint was confirmed. Additionally, the customer provided a video of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. An evaluation was performed, and the hemostatic valve was observed inside luer hub, blocking the entrance of the dilatator. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and it was noted that the luer hub fell apart. It was reported that when attempting to exchange the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium at the end of the procedure, the luer hub fell apart. The inner dilator could not be reinserted, so the physician used the wire to exchange the sheath. There was no indication that the hemostasis valve broke into pieces but rather was detached inside the hub. No blood return was observed, and no air entered the patient's body. No surgical intervention was required. There was no report of patient consequence. The hemostatic valve issue was assessed as a MDR reportable malfunction. The biosense webster, inc. Product analysis lab received the device for evaluation on december 24, 2019 and upon initial visual inspection, it was reported that the hemostatic valve dislodged into the lure hub and the friction rings remain intact.